Manufacturer narrative:
Other, other text: a sample was received to perform an investigation. The returned unit was visually inspected at 12 to 16 inches under normal conditions of illumination. No visual discrepancies were detected. Functional testing was performed using an accuracy test and the sample passed the test. A device history record (DHR) review could not be performed as the item number and lot number were unknown. No root cause could be determined as the complaint could not be confirmed. D4 UDI and catalog number, e4, g2 and g5 are unknown. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
Information was received indicating that a smiths medical cadd administration set may have over delivered. It was noted that 100ml of infusion was emptied instead of being infused over 36h of infusion period. It was also reported that the patient had received 47ml however, 50ml of flushing and presence of air was detected. No patient consequences were reported. No adverse effects were reported.